Manufacturer narrative:
To date, the device has not been returned for evaluation and no photographic evidence has been provided. Therefore, the reported failure could not be verified. The service history was reviewed and no data was found. A review of the DHR was not performed since the device has been in the field more than 12 months. A two-year review of complaint history revealed there has been 11 complaints regarding 11 devices for this device family and failure mode. During the same time frame 34,680 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following; conmed encourages the inspection and/or test of all medical equipment prior to use to ensure all devices are functioning as expected. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the 60-2450-100, system 2450, was used in a hydrocelectomy on (B)(6) 2020. It was originally reported that both the doctor and the surgical tech received a burn, there was no patient injury. Additional information stated burn was a surface burn to the scrub tech, black spot. He/she used some ointment. No burn to the surgeon. The tech was holding a focep while the surgeon was using the covidien cautery pencil. Settings were 40/40. Machine last inspected 12 months ago. It was checked prior to surgery, all lights green, all attachments properly attached to system 2450. The procedure was completed using another system 2450, it took a "brief" time to exchange the units..although injury is stated this is a 1st degree burn to the scrub tech. There was no injury or impact to the patient. This report is being raised based on device malfunction with potential for injury upon reoccurrence.